Event description:
Spouse of patient stated that six v-gos have fallen off in the last two weeks. Patient wife did not provided specific dates for these events except noting that the v-go applied last night fell off today. Patient wife stated the edge had loosened after nearly 12 hours this morning and that the v-go fell off completely after patient completed his shower, minutes later. Patient wife stated that width of adhesive pad is less than in prior kits and wondered if that might be a contributing factor. Spouse stated all v-gos reported were discarded.